Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # b)(4). B)(4) used to capture the blood heavy metal increased.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "a comparison of explanted articular surface replacement and birmingham hip resurfacing components,¿ by r. Underwood, a. Matthies, p. Cann, j. A. Skinner, and a. J. Hart published in the journal of bone and joint surgery (br) 2011; 93-b: 1169-77 was reviewed for MDR reportability. The article discussed a comparison of articular surface replacements (asr) failures verse birmingham hip resurfacing (bhr) failures. The information provided for patients with asr implants within this specific study include 66 hips of which 42 were female and 24 were male. The article also generally discusses edge loading in asr hips with a high percentage occurrence. Although not stated, edge loading is commonly caused secondary to misalignment of acetabular cup. In the asr patients, chromium (cr) levels were averaged at 9.8 mcg/l (range of .2 to 119.0 mcg/l) and cobalt (co) was averaged at 13.5 mcg/l (range of .5 to 167.0 mcg/l). The following causes of failure are noted in association to the failed asr implants: pain, acetabular loosening 10 patients (cement use not specified), femoral loosening 3 patients, infection 1 patient, fracture 2 patients (location unspecified), malalignment 4 patients (components not specified).